Event description:
This spontaneous case report was received on 17-mar-2014 from a consumer in the united states via the food and drug administration (FDA), the regulatory authority in the united states (FDA case number mw5034433, received at FDA on 10-feb-2014). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced infection that keeps coming back, non-stop allergic reaction, bloating, irregular painful periods, and tremendous amount of pain since (essure procedure). FDA report type was 'injury', reported outcome of events was 'other serious (important medical events)'. No information was given on consumer's history, past drugs, and concomitant medication. The consumer was in perfect health before essure. Six months before time of report, the consumer had essure (fallopian tube occlusion insert) implanted. The consumer had a tremendous amount of pain and bloating since (essure procedure). An infection that kept coming back, irregular painful periods. And a non stop allergic reaction. The consumer was in perfect health before essure, and ever since she have been miserable. Consumer requested to have her procedure done the old fashion way. And her doctor talked her into essure. He never warned the consumer about the possibility of an allergic reaction and never tested her for sensitivity. Consumer stated that there was no doubt that essure had no place in the market and it was a totally irresponsible product. The consumer knew that every day this thing was being offered some one else's life was being ruined. She could not believe with all the uproar pertaining to this product nothing had been done yet. Consumer had nothing else to say, she could spit fire. Follow-up 22-apr-2014: consumer answered to follow-up questions on phone. Consumer reported the infection was located in pelvic region (like bacterial vaginosis). It started about month after essure was implanted. It occurred off and on. Treatment with antibiotics had been prescribed over the phone. No further details were reported. Follow up 11-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website (#(B)(4)), which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015. Consumer reported that after essure placement she noticed a decline in health which slowly but steadily got worse over the two year period of having essure. Lt started out as a rash, immediately the very next day she noticed and felt she was having a reaction to essure. Over time the rash subsided. The only thing she did was cut down on foods and stuff that contained nickel. She had (chronic) pain, excruciating menstrual cycles, loss of range in motion, reduction in mobility, meaning it hurt to stand, to lay, to sit up from laying, pretty much everything she did hurt. Her quality of life severely decreased. Huge blood clots, hair loss, massive like crazy monthly glow. She was depressed, bloated and miserable, and her implanting doctor told her she was way off base. She had tests done a cat scan and stuff, her primary care provider and her gynecologist, both agreed it was essure causing her problems. She had a hysto (interpreted as hysterectomy). She mentioned that the pain from her hysto felt like a walk in the park in comparison to the pain she was in before. At the time of the report she was about 2 weeks in, she was just cut open and had this stuff removed. Consumer mentioned that she could run a marathon, that was how high her pain tolerance is now. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced tremendous amount of pain since essure procedure, chronic (interpreted as pelvic pain), and huge blood clots (interpreted as genital bleeding). She also reported an infection in pelvic region (like bacterial vaginosis), started about month after essure implanted off and on. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Therefore, given the positive temporal relationship and nature of the events tremendous amount of pain since essure procedure, chronic and huge blood clots, they were assessed as related to essure. Regarding the event infection in pelvic region (like bacterial vaginosis), started about month after essure implanted off and on, given the nature of the event and since it started a month after insertion procedure (weak temporal relationship with the procedure), causality with essure was assessed as unrelated. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, due to required intervention (hysterectomy).

Manufacturer narrative:
Follow-up information (legal claim - summons) received on 24-mar-2016: case considered potential legal for now on. On or about (B)(6)-2013, the plaintiff underwent a hysteroscopy essure implant procedure. During the procedure; she had essure coils bilaterally implanted in her body with serial numbers, (B)(4) (discrepant information reported); lot number b34603. After the procedure, the plaintiff began to experience shooting lower back and pelvis pains coupled with severe, painful bleeding episodes during her menstrual cycle. Her symptoms were manageable at first but gradually became severely debilitating, causing her to be immobile, for varying periods of time due to pain. She not only suffered from these symptoms but her body began to deteriorate as well. The plaintiff suffered from thinning hair, painful rashes, and menstrual cycles that left her in fear of her life. On or about (B)(6)-2015, the plaintiff consulted with a physician about her problems and discussed the probability that essure coils were the cause of her health issues. In (B)(6)-2015, she underwent a hysterectomy procedure to remove the coils and finally put an end to the pain and bleeding. It was reported that as result of essure defective condition at the time it was sold, the essure coils implanted into plaintiff degraded and migrated in her body causing her to suffer excessive bleeding during her menstrual cycle, a constant burning sensation, and pain, bloating, and extreme tenderness in her pelvic are associated with the sensation of the presence of a foreign object, leading to a laparoscopic bilateral salpingectomy during which the defective essure fragmented. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer/plaintiff who had tremendous amount of pain, pelvic pain (chronic/ tenderness in her pelvic area) since essure (fallopian tube occlusion insert) procedure. Additionally she experienced huge blood clots (interpret as genital bleeding) and an infection in pelvic region (like bacterial vaginosis, about month after essure implanted off and on). The device was surgically removed approximately 2 years after its placement (hysterectomy and salpingectomy reported). According to the report, the coils migrated into consumer's body and the defective essure fragmented upon removal. These events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration/dislocation (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain and genital bleeding. Therefore, causality between the reported pelvic pain, genital bleeding and device migration and essure cannot be excluded. This same assessment is given for the reported device breakage, based on essure's safety profile and event's nature. Regarding consumer's infection, since it started a month after insertion procedure (weak temporal relationship with the procedure), causality with essure was assessed as unrelated. Non-serious events were also reported. This case was considered an incident, since device removal was required. An updated product technical analysis is being sought (lot number reported upon follow-up). Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 08-sep-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced tremendous amount of pain since essure procedure, chronic (interpreted as pelvic pain), and huge blood clots (interpreted as genital bleeding). She also reported an infection in pelvic region (like bacterial vaginosis), started about month after essure implanted off and on. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion pelvic pain, abnormal genital bleeding and menses pattern changes may occur. Therefore, given the positive temporal relationship and nature of the events tremendous amount of pain since essure procedure, chronic and huge blood clots, they were assessed as related to essure. Regarding the event infection in pelvic region (like bacterial vaginosis), started about month after essure implanted off and on, given the nature of the event and since it started a month after insertion procedure (weak temporal relationship with the procedure), causality with essure was assessed as unrelated. Non-serious events were also reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. This case was upgraded to incident upon receipt of follow-up information, due to required intervention (hysterectomy).

Manufacturer narrative:
Follow-up information from 20-apr-2016: ptc result updated. Quality-safety evaluation: manufacturing date: may-2013, expiration date: may-2016. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer/plaintiff who had tremendous amount of pain, pelvic pain (chronic/ tenderness in her pelvic area) since essure (fallopian tube occlusion insert) procedure. Additionally she experienced huge blood clots (interpret as genital bleeding) and an infection in pelvic region (like bacterial vaginosis, about month after essure implanted off and on). The device was surgically removed approximately 2 years after its placement (hysterectomy and salpingectomy reported). According to the report, the coils migrated into consumer's body and the defective essure fragmented upon removal. These events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration/dislocation (into the distal fallopian tube or peritoneal cavity) and can result in pelvic pain and genital bleeding. Therefore, causality between the reported pelvic pain, genital bleeding and device migration and essure cannot be excluded. This same assessment is given for the reported device breakage, based on essure's safety profile and event's nature. Regarding consumer's infection, since it started a month after insertion procedure (weak temporal relationship with the procedure), causality with essure was assessed as unrelated. Non-serious events were also reported. This case was considered an incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.